Manufacturer narrative:
Further investigation: although requested, the angiographic injector was not returned to acist for analysis. The angiographic injector was tested by the distributor's service center, and they reported there was no evidence of device malfunction. Disposable kits used during the event were returned to acist on october 3, 2007 and were tested under simulated use and passed functional testing. Acist has also requested a copy of the cineangiogram of the event, but the customer has elected not to provide this item. Based on data from the analysis, the event is not considered device-related; however no definite conclusion can be made as to the cause of the event.

Event description:
User facility reported: during a percutaneous coronary intervention procedure on a patient with angina pectoris, while using the acist angiographic contrast injection system, 0.2 - 0.3 cc of air was injected into the coronary artery of the patient. The patient had no adverse health effects during the procedure. After the event, the patient exhibited symptoms of ventricular fibrillation. The patient remained hospitalized and was stable with no other adverse effects reported.